Event description:
During an implant attempt of the subject lead, breakage of the lead connector section was reported after connection with the associated pacemaker, while performing a lead pull test to confirm appropriate connection. Another lead was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.